Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty positioning the knot could not be replicated in a testing environment as it was based on operational circumstances and the suture with the knot was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the device was deployed and the suture was cut; however, the knot would not go down all the way. An attempt to use a non-abbott closure device was made, but this too failed. Manual arterial compression was used to achieve hemostasis. The patient was anti-coagulated. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.